Event description:
A customer reported having problems with the "vacuum process" during a vitrectomy procedure. The case was completed using an alternate system with no impact to the patient.

Manufacturer narrative:
The company representative examined the system and was unable to replicate the problem reported. The phaco handpiece was tested and no problems were found. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).